Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient stated that there was fluid in the pump module area when she removed the cassette at the end of treatment. Prophylactic antibiotics were administered and the patient had no adverse effects. Sample has not been returned to the manufacturer.